Event description:
It was reported, the patient programmer was lost or stolen. The patient did not feel stimulation and claimed the wires were loose, which allowed him to pinch them where they were located to increase the stimulation. The patient was not getting relief. The patient had lost his programmer over 6 months ago, but stated he thought his therapy was on. The implantable neurostimulator was explanted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28, lot# v501927 serial# implanted: 2010 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).

Event description:
Additional information received from the physician indicated that the cause of the event was a broken lead and confirmed that on (B)(6) 2012, the entire implantable neurostimulator (ins) system was replaced. The patient outcome was reported as no injury.

Manufacturer narrative:
Lead; model 3889-28, lot #v501927, explanted: 2012 (B)(6), product typ lead product. (B)(4).